Manufacturer narrative:
Additional information: the returned driver bit was evaluated. The tip was found twisted and sheared in a manner consistent with screw removal. The cause is likely attributed to hard or fused bone at the screw implant location, inadequate seating of the driver in the screw head, or gradual wear of the device over time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00299.

Event description:
It was reported that two screw bits stripped during a procedure to remove competitive product. The screws were removed using alternative instruments. There were no reports of patient injury associated with this event. This is report one of two for this event.